Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification and an opening. A microscopic analysis was performed which noted a striated opening in the posterior consistent with the use of some surgical tool. The bubbles in the gel were observed because of the opening. Based on the device analysis the final assessment is a striated opening on posterior side due to surgical damage.

Event description:
Physician reported "patient noticed possible deflation since implant surgery. When she returned this year, implant clinically flattened/smaller prior to removal. When the operation was completed to remove and exchange these implants, (physician) noticed that there were air bubbles in the implants and it appeared the silicone fragmented". The device has been explanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "patient noticed possible deflation since implant surgery. When she returned this year, implant clinically flattened/smaller prior to removal. When the operation was completed to remove and exchange these implants, (physician) noticed that there were air bubbles in the implants and it appeared the silicone fragmented". The device has been explanted. This is for the left side.